Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that during a tha (total hip arthroplasty) an instrument could not be removed from the cup. After reaming the surgeon set the cup with a curve impactor connected to a driver. Once the surgeon had the cup in its place he attempted to remove the impactor fro the cup. Even though the impactor and the cup was in place, now the impactor could not be removed. The cup had to be removed to remove the impactor. The procedure had to be completed by using another cup and a straight impactor. There was no harm to the patient reported. No surgery delay. All med watch submissions related to this report are: 9610612-2017-00322, 9610612-2017-00323.

Manufacturer narrative:
All available devices show no visible failure or significant abnormalities. All devices were investigated visually. The thread of the impactor as well as the thread of the plasmafit plus 7 cup shows no damages or any surface defects. The working end of the screw driver sw4.5 also shows no significant damages. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to specifications, valid at the time of production. No similar incidents have been filed with products from these batches. Based on the information available as well as a result of the investigation the root cause of the failure is most probably user related. A possible reason for this failure could be that the surgeon applied the devices with a high level of torque. A CAPA is not necessary.